Event description:
Customer reported that she was hospitalized due to high blood glucose. The blood glucose reading was 535 mg/dl. Customer stated that she had upper respiratory infection, thyroid surgery and kidney transplant. Customer stated that she has been taking medication which caused her blood glucose to rise. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.